Event description:
During a typical atrial flutter ablation procedure, a clinically significant delay occurred due to issues with being able to start the study correctly. The computer was restarted several times and also the amplifier, computer, ep-4 touchscreen, and ep-4 stimulator were all turned off, unplugged, and restarted in that sequence, but the issue remained. Another recording system was used to resolve the issue and there were no adverse consequences to the patient. During further troubleshooting, the issue was traced to the mouse, and when the mouse was replaced, the issues were resolved.

Manufacturer narrative:
Additional information: b5, h2 corrected information: d1, d4, h6.

Manufacturer narrative:
Corrected information: g3 (PMA/510(k) #).

Manufacturer narrative:
One ensite velocity¿ 2 button scrolling usb optical mouse was received for evaluation. Visual inspection revealed that the labels and connectors had no physical damage. All of the mounting hardware was secured. The returned mouse was connected to a test standard ensite velocity computer and functionally tested, and no anomaly was observed. The mouse was connected and disconnected several times and no delayed response was observed. The reported complaint of communication/transmission issue could not be confirmed.

Event description:
During a typical atrial flutter ablation procedure, a clinically significant delay occurred due to issues with being able to start the study correctly. The computer was restarted several times and also the amplifier, computer, ep-4 touchscreen, and ep-4 stimulator were all turned off, unplugged, and restarted in that sequence, but the issue remained. Another recording system was used to resolve the issue and there were no adverse consequences to the patient.